Event description:
It was reported by the customer after using the gro in the patient's body for 1 week, the puncture point was found to be oozing during maintenance, and the catheter was withdrawn about 3 cm outward, and the leakage problem was found. Because the patient did not agree to retubing, the extension tube was reconnected and used after the end leak was cut off. No other information was provided. It was reported this occurred three times. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.